Event description:
It was reported that when the device was interrogated the observation stated "capture management warning" and it also stated "programmed 5.66 v greater then programmed margin" but the device was already programmed well above the threshold. This is a known issue with this device type but the "warning" is causing the clinicians to investigate when there is no warning at all. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.